Event description:
The patient contacted animas on (B)(6) 2012 reporting that the patient was hospitalized for diabetic keto-acidosis with vomiting. The patient was treated with IV fluids and syringe insulin. The patient reported that while off the pump the hospital was not able to control her blood glucose levels. The hospital staff implicated the pump for blood glucose issues and the patient does not believe that there is an issue with the pump. The patient reported that they had the cartridge in the pump for 3.5 days and the pump alarmed for low cartridge and the patient changed supplies. Troubleshooting with customer support indicated that the there were no pertinent alarms, the total daily dose added correctly, the boluses were delivered accurately. Customer support determined that there was no malfunction with the pump. The pump is not being returned and the patient continues to use the pump. The patient mentioned that they were stressed out at the time of the event. Although no specific evidence of pump malfunction or defect detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history data began on (B)(4) 2013. The pump was used after the original complaint on (B)(4) 2012; all histories and black box data on the reported event date have been overwritten. There were no errors or alarms related with the complaint in black box or pump alarm history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint was unable to be duplicate during testing.